Event description:
Information identified in the manufacturer's database indicated a patient with a cardiac resynchronization therapy defibrillator (crt-d) died approximately three days post the implant of the high voltage lead. Follow up revealed the cause of death to be cardiac arrest, ischemic cardiomyopathy, and atherosclerotic heart disease. The patient was not pacemaker dependent. The circumstances surrounding the death have been requested and not received.

Manufacturer narrative:
Attempt(s) for additional information regarding the device system function after implant of the new lead were unsuccessful. However, if requested additional information is subsequently received, it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: follow up with the patient's physician indicated that the patient had a sudden cardiac arrest at the hospital and resuscitation was not successful. There were no arrhythmias detected and the circumstantial evidence did not indicate any device malfunctions. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.